Event description:
(B)(6) / I had an abscessed cyst that I had to have drained tuesday, (B)(6) 2026. After this procedure was done, I had gone to walmart and I purchased these bandaids to protect the cut the urgent care doctor had made, and to catch all the drainage. On (B)(6) 2026 at about 4:30 pm, I had to remove the gauze that was packed in the abscess by the urgent care doctor, and I noticed my skin was a bit red and irritated by these bandages. I thought my skin was just mad because I had to keep a massive bandage on it and continued to use it. By thursday, (B)(6), I realized something was wrong because my skin would not stop burning with these bandages on. I looked up the reviews and saw multiple reviews left by others mentioning that this bandage gave them a chemical burn. I immediately stopped using it and my skin is getting better. But my skin is burned.